Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if malfunction code occurred again.